Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a mild but consistent uptrend in pump power. Review of a system controller log file by the manufacturer's technical services representative noted a trajectory that has been linked to potential thrombus. The patient's lactate dehydrogenase (ldh) level was decreasing; specific ldh levels were not provided. There were no other signs of thrombus other than some mild heart failure, but this was reportedly in the setting of significant dietary indiscretion and limits on diuretics given the patient's kidney function. No further information was provided.

Manufacturer narrative:
The report of pump power elevation was confirmed through the analysis of the submitted system controller log file; however, a correlation between the device and the reported right heart failure could not be conclusively determined. The submitted log files contained approximately 56 days of data from (B)(6) 2017 to (B)(6) 2017 according to the time stamp and an increase in pump power was observed beginning on (B)(6) 2017. The elevation in pump power did not affect pump operation and there were no notable alarms active in the log file. The system appeared to be operating as intended. The patient remains ongoing on vad support with no further reported issues. No product was available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was seen in clinic and there was no evidence of thrombus; however, the patient was experiencing right ventricular failure and would be scheduled for right heart catheterization.